Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. During troubleshooting, the turbine module and the inspiratory pressure transducer printed circuit board (pcb) were identified as the cause of the failure and were subsequently replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Device log analysis was conducted on the provided logs, confirming the reported issue with the failed pre-use check tests, as well as the occurrence of multiple ventilation alarms. The pressure transducer pcb is an integral component for measuring pressure within the ventilator. A faulty pressure transducer may lead to inaccurate pressure readings, typically detected during the pre-use check. If the failure occurs during ventilation, alarms will be triggered to alert the user. The turbine module generates airflow from ambient air, which is mixed with oxygen from the o2 gas module. A turbine failure can stop air supply. In such cases, the device switched to 100% o2. If no o2 is available, ventilation may stop. This fault is also detected during the pre-use check. The pressure transducer pcb and the turbine module were returned for further investigation. A visual inspection of the pressure transducer pcb revealed contamination around the pressure sensor. The pcb was not further investigated, as the ingress of corrosive substances and contamination can cause short circuits, potentially leading to ventilator malfunction. The returned turbine module showed no visible abnormalities upon inspection. It was installed in a reference ventilator for simulated use testing. During the pre-use check, the device failed both the turbine and gas supply test, as well as the pressure transducer test. Further analysis was performed, during which the pcb inside the turbine module was replaced with a reference unit. However, the pre-use check failures persisted, thereby ruling out the turbine module's electronics as the cause and instead indicating a potential turbine motor failure. The cause of the turbine failure has been identified as a faulty gluing procedure. Our contract manufacturer traced this issue to turbine motors produced in mid-2020, linked to the high production rate for covid-19 ventilators. The coil segments' outer diameter relaxes over time, but coils used in summer 2020 were assembled too quickly, leading to larger gaps and lower adhesion. This caused slight movements and broken windings during use. The turbine production process has been revised to prevent this issue. The improved turbine is now used in new devices and as spare parts. The turbine in this complaint was made before these improvements. Our conclusion is that the device failed to meet its specifications during the reported event. Further analysis of the returned parts revealed that both the turbine module and the pressure transducer pcb were the most probable causes of the failure, due to turbine malfunction and contamination on and around the pressure sensor on the pressure transducer pcb.